Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted concurrently with defect-directed posterior repair and halban culdoplasty. It was reported that the patient experienced pain, erosion, extrusion, urinary problems, recurrence and bleeding. It was reported that patient underwent partial removal on (B)(6) 2004. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2001 and mesh was implanted concurrently with surgisis. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.